Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support (tts), however customer was unable to complete the check. Customer reverted to an alternate method of insulin delivery. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. There was no reported adverse impact to the customer's blood glucose level.